Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Procedure: inguenal hernia repair. According to the reporter, the port seal came off the top of the trocar and entered the abdominal cavity. Extended time to procedure and extra instrumentation required to remove the device. The patient was discharged and well following the event.